Event description:
Same case as MFR: 2134265-2013-02413. It was reported that post percutaneous coronary intervention procedure, the patient expired. Vascular access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) with a significant 30% stenosed left main (lm) ostial lesion. An fl4 impulse guide catheter was selected and sub-selective injections were performed. The physician tried to engage; however, the patient's pressure was "damped". It was further reported that the patient's arterial pressure was constantly monitored and "damped" meant that pressure drop. The physician switched to a fl3.5 impulse guide catheter and then another physician scrubbed in and engaged the lm with no injection. The patient felt chest pain, resulting in an occlusion of the lm. Immediately the physician switched to a non-bsc guide catheter, non-bsc guide wire and deployed a non-bsc stent. The patient crashed several times, CPR and defibrillation were administered. The patient expired one hour and fifty minutes post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).